Event description:
It was reported that the customer had a high blood glucose level over 600 mg/dl. Customer went to the emergency room and they took the customer off the pump completely. Customer has been off the pump for about 4 days. Customer's current blood glucose level was 135 mg/dl. Customer treated with manual injections. Customer stated that there was a 911 call for their high blood glucose levels. Customer had nausea and was vomiting. Customer is still in the hospital. Customer was wearing the pump at the time of the 911 call. Customer went to bed with a blood glucose level of 103 mg/dl and it spiked up to 500-600 mg/dl. Customer was not ready to prime the pump. Customer will call back for troubleshooting. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.